Manufacturer narrative:
Insulin pump received with scratched case, broken off and missing retainer, missing reservoir tube o-ring, pillowing keypad overlay, and minor scratched lcd window. A test reservoir was installed and the reservoir stayed in place inside the reservoir tube properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the reservoir compartment was damaged. Customer's blood glucose was 180 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.